Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise and oversensing were observed, which resulted in pacing inhibition. The patient did not experience asystole. The device was reprogrammed to monitor only. Subsequently, a revision procedure was performed. The lead was found to be fractured due to clavicular crush. The rv lead was explanted and replaced. No additional adverse patient effects were reported.